Manufacturer narrative:
Concomitant medical devices: 694758 lead, implanted: (B)(6) 2012; 419388 lead, implanted: (B)(6) 2002; 4068-52 lead, implanted: (B)(6) 2000.

Event description:
It was reported the patient presented to the clinic for the post- operative wound check two weeks after implant of the device and absorbable antibacterial envelope . At the wound check it was noted the incision site had redness, warmth and swelling and the patient was diagnosed with a pocket infection. A peripherally inserted central catheter was placed and the patient treated with intravenous antibiotics. The implantable cardioverter defibrillator (ICD) remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.